Event description:
Impella CP was inserted via the femoral artery, side not documented, in a 77-year-old female patient presenting with Acute Myocardial Infarction and Cardiogenic Shock. The patient¿s comorbidities were not shared. The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage was not shared.The Impella CP was placed and noted to be in appropriate ventricle position per imaging. The Impella CP supported for the cardiac reperfusion/angioplasty. After the intervention the patient went into Ventricular Tachycardia (VT). The Physician made the decision to remove the Impella as they wished to remove any possible causes for VT.There was limited information on positioning of the pump at the time of the arrythmia and so the device cannot be conclusively ruled out as a contributing factor.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.